Event description:
The customer reported the system would not boot up intermittently. There is not report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer was replaced during the service call. The system was tested and found to be working as intended and put back into service.